Event description:
Patient was being transferred from a bathroom to bed using an electric lift when the shoulder strap broke and resident fell to the floor and hit their head. The patient was taken to the hospital, examined and released. Despite our inquiries, the facility has not provided us with any additional information on the incident or the patient.

Manufacturer narrative:
Because facility did not provide additional information or return item to us for inspection, we have evaluated based on the age of the sling. We warranty our slings for 6 months. We warn users on the lifts, slings and in our operation manual to inspect slings for wear and tear before each use and to remove from service if wear and tear is apparent. Each user is in control of the nature and amount of use as well as laundering and the inspection of all slings. In this situation, the sling was over 3 years old and based on our records, they did not have any newer slings in their facility that were designed for our lifts.